Event description:
It was reported that during treatment the unit started to alarm. Doctor tried to get dressing fixed with extra opsite and changed machine but it did not solve the event. In the end the dressing needed to be fixed and patient went into operation to address the issue on a saturday.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. As of today, no product return, lot/serial number or further information for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. Due to the nature of the reported issue, this complaint was referred to a clinical specialist for review. This review stated that it has been communicated via email that no additional supporting information aside from the complaint form will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.